Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise, oversensing and pacing inhibition which resulted in greater than two seconds of asystole. A revision procedure was performed the device and right ventricular (rv) lead were removed from service. No additional adverse patient effects were reported.